Manufacturer narrative:
Follow-up #1: date of submission 03/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: there was a crack in the cartridge compartment, but the cartridge cap was able to fully tighten. There was also a crack in the battery compartment. There was no moisture observed in the pump when the case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.